Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer were hospitalized in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of unknown. The insulin pump will not be returned for analysis.